Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. Customer reports they were able to clear the alarm, able to complete rewind. Customer stated that the alarm was recurring during normal insulin pump use. Customer stated that they performed self test and did not completed. Customer stated that anytime time the battery gets low and they had to change the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21, a17 alarm and no low battery alert less than inspected anomaly.